Event description:
It was reported during the inspection of the returned loner instruments from the hospital, it was found that the connecting part of the inner wire was deformed.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment. Results: the customer event of the fracture of a xia 3 k wire assy was confirmed via visual inspection of the returned device. The k wire was observed to be fractured near the end closest to the knob. Material analysis was performed and the failure was determined to be the result of ductile overload at multiple fracture initiation sites. Review of the event description states that the breakage occurred as the inner wire was being removed from the outer insertion tube and if a slight cantilever movement was applied during this action, it may have provided adequate force to cause this fracture. Conclusion: the root cause of the issue is ductile overload likely resulted from an excessive force used to remove the wire from insertion tube.

Event description:
It was reported during the inspection of the returned loner instruments from the hospital, it was found that the connecting part of the inner wire was deformed.